Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon interrogation of the ICD, t wave oversensing and myopotential oversensing was were observed in an ICD. Reprogramming was recommended.